Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus france (ofr). Following additional high level disinfection at ofr, the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the channels of the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device repeatedly tested positive for several microorganism. On (B)(6) 2017, the subject device tested positive for steno. Maltophilia (2cfu/ 100ml). On (B)(6) 2017, the subject device tested positive for pseudomonas aeruginosa (>200cfu/ 100ml). On (B)(6) 2017, the channels (ch.) Tested positive for following bacteria. The auxiliary ch:sraph. Hominis and staph.warneri (14cfu/channel) the air/ water ch: staph. Emidermidis and microcossus luteus(14cfu/channel) the suction ch:staph. Hominis and kocuria palustris (19cfu/channel) the biopsy ch:microcossus luteus and staph. Hominis, (42cfu/100ml) on (B)(6) 2017, the subject device tested positive for pseudomonas aeruginosa (>200cfu/ 100ml). The facility had disinfected the subject device with peracetic acid. There was no report of infection associated with this report.